Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of lines through the display could not be confirmed or duplicated; no extrinsic lines were visible on the display during investigation. Unrelated to the complaint, the display lens was observed to be scratched and obstructing visibility of the display screen. Additionally, the display screen text was observed to be dim, faded, and discolored. The pump was returned with the contrast setting at 6; the contrast was increased to the maximum of 10 during investigation with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.